Event description:
Removal of dental implant for non-osseointegration. The clinician reported implant was placed in d2 thin cortical bone in 2006. The implant was removed one month later. The clinician identified the reason of removal as failure-to-osseointegrate related to post-surgical (pre-exposure) improper loading..

Manufacturer narrative:
The implant was not fractured. The implant was examined using 20x magnification and no thread defects were noted.